Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm device provided an unspecified low reading and the patient felt sweaty. No bg meter comparison value was taken at this time. The patient was wearing an omnipod insulin pump. The patient called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 561 mg/dl while the cgm was reading around 40 mg/dl. The patient was treated with IV saline and then taken to the emergency room (ER). At the ER, the patient could not recall the bg meter and cgm comparison values taken. He was further treated with an unspecified antibiotic. The patient was discharged on (B)(6) 2025. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.